Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. A new copy of the table boot disk was made. The system was tested and operates as intended.

Event description:
The customer reported that the 2600 system displayed an error message and would not boot up. No patient injury was reported.